Event description:
It was reported the patient had a left total knee. Subsequently, one month post procedure, the patient underwent a manipulation under anesthesia due to limited range of motion. No additional complications have been reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs. 42500606801 femur cemented posterior stabilized std left size 10 lot# 64512670. MDR: MDR: 3007963827-2023-00101. Additional associated products. 42540200035 all-poly patella cemented 35 mm dia lot# 65479908. 42532007901 tibia cemented 5 degree stemmed lt size g lot# 65385610. Unk bone cement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.